Event description:
It was reported that patient experienced high blood glucose due to bleeding at cannula site on (b)(6) 2026 and was treated with insulin via pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number Reporting Site: 8021545, Manufacturing Site: 3003442380.